Event description:
Info received indicates the service required light is flashing with a service code 30-49 and the left intermediate cable with intermittent connection was not working.

Manufacturer narrative:
The technician found old fluid residue on the siderail ucm circuit. He replaced the left intermediate cable and the ucm circuit board to repair the bed.